Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 one 3.5x33 xience prime stent was implanted in the proximal right coronary artery. The patient had angina for three days and went to the hospital on (B)(6) 2014. A coronary angiogram found 20 to 30% narrowing in the stent. The condition was treated with medication. The condition improved. The patient was discharged on (B)(6) 2014. No additional information was provided.